Event description:
The patient claimed that she was admitted to the hospital for dka on (B)(6) 2011. During her hospitalization her blood glucose reportedly was 853 mg/dl. There was no report of an infection associated with high blood glucose. The patient claimed she started to have symptoms of vomiting on the morning of (B)(6) 2011 while she was visiting her daughter. The patient was treated with IV insulin during the course of her hospital stay. The patient was released on (B)(6) 2011 and has remained off of pump therapy. The patient claimed that she has been under very stressful situation since her move on (B)(6) 2011. In addition, she was affected by (B)(6) and the visit of her son-in-law. The animas representative performed troubleshooting to evaluate the animas pump and to assess the patient's alleged elevated blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time had to be reset since the pump was turned off during the hospitalization. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. There was no change in the patient's health, diet, or medication. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient was treated for dka while she was on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.